Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the patient experienced a right ventricular (rv) lead dislodgement and perforation. It was noted that there were high ventricular thresholds on the right ventricular (rv) lead. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.